Event description:
The event involved an adaptor spike chemolock bag where it was reported the chemolock cracked and started leaking doxorubicin during a medication push. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot number review cannot be performed. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).